Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that patient had a magnetic resonance imaging (MRI) (B)(6)18 and never called the office to have the pump rechecked. Patient was seen on (B)(6)18 and had no complaints regarding pain pump. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving morphine, 20.0 concentration at 7.993 mg/day dose via intrathecal drug delivery pump for non-malignant pain. It was reported that magnetic resonance imaging (MRI) was not to diagnose a problem with implant. Patient stated she had MRI in march and she was unable to have pump checked after. Patient stated she was able to get bolus through and wondering if that meant that the pump was going ok. Patient stated feeling more pain. Patient was not sure if it started before the MRI or after. Patient stated drug made her tired if drug was increased too much. No further complications were reported.